Manufacturer narrative:
This admission report was covered in medwatch report # 2916596-2018-02136 under investigation summary. Age of device: 3 years, 11 months, 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a colonoscopy was performed on (B)(6) 2018 and 2 hemoclips were placed at a site of previously diagnosed ischemia on (B)(6) 2018. Gastrointestinal bleeding resolved. Patient was continued on coumadin and aspirin. No further information was provided.

Manufacturer narrative:
This type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.